Event description:
On 12/30/99 the pt had chest pain and was catheterized for an angiogram study. The pt had subsequent stenting which reduced stenosis 80% to 0% residual. Post-catheterization, a hemoband was used on the catheterization site to provide hemostasis. Pt later complained of back pain and numbness in left leg and right hand. The hemoband was left in place three hours per doctor's instruction. Pt had subsequent carpal tunnel surgery on their right wrist in january 2000 and approximately six weeks later while doing yard work "something popped" and pt had another surgery for decompression of the carpal tunnel space.